Event description:
It was reported that during a laparoscopic sleeve procedure, the scrub tech was showing a new trainee how to load cartridge in stapler, and green reload got stuck and then came apart. Metal sled on green reload is stuck in stapler. There were no patient consequences. Case completed with a new device and reload.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis found that the ple60a device was received in good visual condition and with an ecr60g cartridge reload present and unfired. The returned reload was noted to have the cartridge pan detached from the cartridge and lodged inside the channel; additionally several drivers were missing. The pan was removed from the channel and the device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan became dislodged from the reload and the drivers to be missing, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.